Event description:
It was reported that the healthcare provider suspected loss of capture (loc) on this right atrial (ra) lead. High pacing thresholds were also observed. Technical services (ts) could not disprove loc allegation. Subsequently, ts recommended a clinic evaluation to determine the cause and reevaluate the threshold. No adverse patient effects were reported, and this lead remains in service. Additional information was received which indicated as as marker was noted after each ap, however, there was no signal visible on the ra channel. Boston scientific technical services (ts) was consulted, and further testing was recommended to determine if the as marker could be reproduced. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that the healthcare provider suspected loss of capture (loc) on this right atrial (ra) lead. High pacing thresholds were also observed. Technical services (ts) could not disprove loc allegation. Subsequently, ts recommended a clinic evaluation to determine the cause and reevaluate the threshold. No adverse patient effects were reported, and this lead remains in service.